Event description:
The customer contact reported that during testing at the user facility, air was noted in the tubing distal to the filter. The tubing set was being used to deliver (B)(6) 10gm/300ml, at a rate of 12.5ml/hour for a duration of 5 hours, via a gemstar pump. It was reported that the solution was removed from the refrigerator and was warmed to room temperature for 2 hours prior to testing. The customer contact indicated that during priming the filter of the tubing set was inverted. After an unspecified length of time, approximately 10-15 bubbles were noted in the tubing distal to the filter. The sizes of the bubbles were not specified. It was reported that the tubing set was reprimed to remove the air and the delivery resumed. After an unspecified length of time, an unspecified volume of air was again noted in the tubing distal to the filer. The tubing set was reprimed to remove the air and the delivery resumed. After an unspecified length of time, an unspecified volume of air was again noted in the tubing distal to the filter. The tubing set was reprimed to remove the air and the delivery resumed. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.